Manufacturer narrative:
(B)(6).

Event description:
Customer reported that the unit cannot auto-zero. Reportedly, customer indicated that the event occurred multiple times a day. Customer checked error code and observed proximal pressure sensor auto-zero failed. The customer reported there was no patient involvement.